Event description:
The patient reported persistent pain at the pocket site for several months following their implant procedure. Although the incision healed well, antibiotics were prescribed and an MRI of the ankle was ordered. The patient reported the MRI showed some swelling in the ankle area near the receiver site with no evidence of infection. An additional MRI was ordered to evaluate the leg just above the ankle and an explant procedure was scheduled for (B)(6) 2025. Additional information was received on may 19, 2025. The explant procedure was cancelled as the patient is no longer experiencing foot or ankle pain. The decision was made to proceed with changing the programs on the transmitter assembly for continued pain relief. The patient has since reported resolution of both symptoms.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date as ruled out as a potential root cause. Additionally, the patient having a non-curonix device implanted and device migration have been ruled out. Other potential causes of pain include patient contraindicating conditions, programming parameters, and off-label use. The cause of the persistent pain and swelling in the ankle are unknown. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.